Event description:
It was reported to the manufacturer by the end user, per the end user, "the patient was found on the floor and there were no injuries reported." (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.